Event description:
It was reported post procedure, the pt has images with spots of swelling and enhancement in the brain. No other complications were reported with the pt.

Manufacturer narrative:
The device will not be returned for eval as it was implanted in the pt. (B)(4).